Event description:
It was reported that during a da vinci-assisted surgical procedure, the or nurse found that the large clip applier wire was broken. There was no instrument collision or irregular use during the operation. The procedure was completed with no reported injury. Isi obtained the following information: the or nurse reported that after closing the tissue during surgery, they opened the instrument to find that the wire had broken. The surgeon confirmed that the instrument had moved normally during operation, but ultimately had to replace another instrument to complete the procedure. Photos or videos cannot be provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. Failure analysis found the primary failure of loose grip cable to be related to the customer reported complaint. The instrument was found to have a loose grip cable at the proximal end in the backend of the clip applier. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The probable root cause is attributed to a loss of cable tension which may have resulted from a stretched cable due to an unknown cause. Probable root cause of the failure mode instrument grip cables loose are attributed to a loss of cable tension due to a cracked clamping pulley input shaft. Cracked pulleys, shafts, and disks inside the housing can be caused from incorrect cleaning or sterilization techniques used during reprocessing. A cracked clamping pulley at the proximal end can cause the cable to become dislodged, so cable tension is lost, and results in the cable becoming derailed or loose at the opposite distal end.